Manufacturer narrative:
(B)(4). Batch # n55y56. Device evaluation: the analysis results found that the ntlc55 device was received with no apparent damage and with a cartridge reload present. The reload was received with the knife not completely within doghouse and the swing tab in the unlocked position. The cartridge reload had the proximal 1 driver up without staples, and the remaining drivers down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: three photos were provided for one sr55 reload; picture one shows a cartridge with the swing tab in unlocked position, picture two shows one driver up and the third picture shows the knife not in the dog house, as the tip of the knife can be seen protruding from the dog house. This condition is consistent with an improper loading technique. Please reference the instruction for use for more information. Based on the picture alone the event described is confirmed.

Event description:
It was reported that the surgeon opened the device and reload for his whipple procedure and could not load the reload onto it. They opened a new reload and it was successfully fired. Upon examination, the blade on the reload was visible and also some staples on the proximal cartridge were visible. However, the yellow safety tab was still intact. There were no patient consequences reported.